Event description:
Damage to lead wire was noted during generator replacement surgery. The lead wire reportedly appeared to be kinked. The lead was also replaced. It was reported that the surgeon damaged the lead slightly when removing it around some scar tissue. Investigation to date has been unable to determine whether the lead wire was kinked before surgery or whether damage to the lead occurred during the generator explant.